Event description:
It was reported that the fluid warming device's pump no longer builds up pressure. Even bleeding the system has not remedied this. Additional information received via customer response email dated 07-july-2022: the pump was defective, discovered during pre-test. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition. Functional testing found the device was a little too loud and the coil was making an unusual sound. The pump was removed, opened, and it was discovered that the axel was not joined together with the magnet. Replacing the pump resolved the issue and the device passed all functional testing. The root cause of the reported issue was found to be a malfunctioning pump.